Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported physical resistance and stent dislodgment appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement, the stent delivery system (sds) encountered resistance with the 99% stenosed and calcified anatomy resulting in the reported resistance ultimately dislodging the stent from the balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling. User facility medwatch report number mw5083242. [Sus voluntary event report #mw5083242 (B)(4)].

Event description:
User facility medwatch report number mw5083242 received stating the following: during procedure, patient needed a stent to their inferior mesenteric artery. While trying to place a stent, the stent came off the balloon catheter and had to be retrieved with a snare. Retrieval of stent was successful, and stent was removed from the body successfully. Additionally, it was reported that the lesion was 99% stenosed, with calcification at the ostium of the vessel. Resistance was met during advancement to the lesion. When the stent system reached the lesion, the stent dislodged. A different stent was implanted to complete the procedure and the patient was transported back to room in stable condition. There was no reported adverse patient sequela or a clinically significant delay. No additional information was provided.